Event description:
Reportedly, when firing the instrument, the staples were not pushed completely out of the loading unit, therefore, causing the staples not to strike the anvil and form properly. Transectioned occurred without staples being placed, resulting in an incomplete anastomosis. Another instrument was used to complete the procedure. A section of small bowel needed to be removed before a new anastomosis could be created.